Event description:
Reportedly, the customer experienced incorrect liquids extraction and date and hour.

Manufacturer narrative:
Evaluation summary: replaced pc104 battery and adjusted date and time. Recalibrated balance system and checked pumps.